Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels and diabetic keto acidosis. Blood glucose level at the time of incident was 600 mg/dl. Customer reported bent cannula. The customer declined to troubleshooting. The insulin pump will not be returned for analysis.